Event description:
Ous MDR - during the procedure, damage of the outer catheter surface was noted. According to the distributor, user error cannot be excluded. An event date was not provided.

Manufacturer narrative:
We are unable to provide an exact manufacture date. Upon receipt, the returned selectra mpep was thoroughly analyzed. Consistent with the complaint description, the selectra catheter was found severely damaged in the area between 28.5 cm and 38.5 cm distal to the handle piece. The observed damage symptoms point to an unexpected material weakness in the distal area. In order to investigate the origin of this damage, a comprehensive analysis was conducted. However, a definite root cause for the observed behavior could not be determined. A re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.